Manufacturer narrative:
: If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device used for treatment, not diagnosis. Literature citation: anderson, christian n. And et al. "Operative fixation of chondral loose bodies in osteochondritis dissecans in the knee". The orthopaedic journal of sports medicine, (2013) 1(2) 2325967113496546 united states article. This report is for unknown screw, unknown quantity, unknown lot. UDI: unknown part number, UDI is unavailable. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided.

Event description:
This report is being filed after the subsequent review of the following journal article, anderson, christian n. And et al. "Operative fixation of chondral loose bodies in osteochondritis dissecans in the knee". The orthopaedic journal of sports medicine, (2013) 1(2) 2325967113496546 united states article. A retrospective case study was conducted on 5 patients with osteochondritis dissecans (ocd) who underwent cartilaginous loose body fixation with screws. Two instances of complications during the study were noted. One (1) patient required revision surgery for unhealed bone lesion. This report is for an unknown screw.